Event description:
On 05/27/1999, the MFR's international rep rec'd a fax from the international distributor concerning five (5) incidents reported to them by a customer in their territory. The devices in question are the same catalog/lot number. Four (4) of the events concern septum problems/dislodgement. The devices in question were forwarded to the MFR site of the MFR's previous owner's. This report concerns the fourth device, (ref. MDR#'s 1056436-1999-00112, 1056436-1999-00123 and 1056434-1999-00124 for the other three (3) devices. The report states the following: septum appears to have been torn in a star shape from the center. The physician states that the "tears" could not have been made by a scalpel, since he personally implanted/explanted the device. All devices were implanted/explanted by the same physician. Huber needles and insulin syringes were used on all the devcies. The physician informed the international distributor that all previous implanted devices (different lot numbers) functioned without failure, even with the use of an insulin syringe and questioned what could be the cause of these failures. No further details were provided.